Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('I have both tubes removed but they did not get the coils and they are both just sticking out') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and abdominal pain lower ("sharp cramps"). At the time of the report, the device dislocation and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower and device dislocation to be related to essure. The reporter commented: the patient had her tubes and ovary removed. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.